Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2352-50 serial number: (B)(6). Batch/lot number: 7073128 / 7073200 model/catalog description: linear 3-4 lead 50 cm unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the spinal cord stimulator (scs) had migrated after a fall and the patient was experiencing an inadequate stimulation. The patient was also having a pain at the implantable pulse generator (ipg) site and the ipg was not holding a charge since the fall.